Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports keys inactive on their 8015 keypad, and is requesting the part number. Failure device type:; failure problem type: ; failure mode: case resolution: - provided part number. Ended call.